Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the "enter" button on the infusion device is not working properly. Patient stated she has to press hard with her fingernail in an angle from the left. Patient reported pressing it normally does not register. Patient stated there are no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.